Event description:
A dreamstation auto CPAP device was returned to a third party service center for evaluation in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. During the device evaluation, the service technician observed black foam within the device. No error codes were found in the device log history.